Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Photographs received confirm that the nexgen precoat pegged tibial plate fractured into two pieces near the center. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Review of the primary surgical notes confirms that the patient underwent minimally invasive right total knee arthroplasty due to osteoarthritis. It was reported in the surgical notes that the trial components gave good stability to both varus and valgus stress through a full range of motion. The patella also tracked centrally. The trial components were removed and final components were implanted. Review of the revision surgery notes confirms that the patient underwent minimally invasive right total knee arthroplasty. It was reported in the revision surgical notes that the medial and lateral tibial aspects of the broken tibial plate were removed. Product history search revealed no additional complaints against the related part and lot combinations. Package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to a broken tibial plate.